Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose (bg) level was 45 mg/dl. Customer addressed low bg by consuming carbohydrates. Customer reverted to relying on the t:connect mobile app to interact with the pump.